Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. No failure was observed during the evaluation and the pump passed all testing.

Event description:
It was reported the pump on the inflow cassette is having trouble being recognized. In addition, the inflow has not been adjusting well when bumping up the pressure. No patient effect.